Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control has performed multiple attempts to contact the customer regarding the reported device issue and no response appears forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a fet (field effect transistor), designator q11 from the digital pcb assembly. It was observed that the source and drain of q11 was shorted which led to the reported power failure. The customer received a replacement device.

Event description:
The customer reported that their device was not powering on. There was no information provided that this was discovered during a patient use.